Event description:
On (B)(4) 2013, the lay-user/patient contacted lifescan (lfs) us, alleging that the onetouch ping meter has a broken casing. The casing issue began on (B)(6) 2013 at 11 am. The patient reportedly did not take action at the time of concern to manage his diabetes based on the issue. The patient did not develop any symptoms that would suggest a serious injury. Approximately 1 hour later, the patient received medical intervention at the ER with IV fluid. The patient was tested on the hospital meter but could not provide any results at the time of concern. The patient manages his diabetes with the insulin pump. There was no product misuse. The issue was not resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient received treatment suggestive for hyperglycemia one hour after the product issue began.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.